Manufacturer narrative:
The field service representative (fsr) inspected the instrument, decontaminated the water system, cleaned the water bath assembly, and manually cleaned the cuvettes. No additional discrepant ldh results have been reported since the service activity was completed. A definitive cause of the discrepant results was not identified, however, a preanalytical sample issue cannot be ruled out. The instrument service history review revealed no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A search for similar complaints did not identify an adverse trend related to the current complaint. Review of the clinical chemistry systems identified no similar issues related to the architect system, likely cause part, or discrepant results as described in this ticket. The architect c8000 erratic result rates were within acceptable limits with no trends identified. A search for non-conformances was performed and there were zero (0) non-conformances or potential nonconformances identified for the part associated with this complaint. The architect system operations manual and the architect c8000 system service and support manual, provide adequate information regarding the troubleshooting of erratic/discrepant results. A review of the product labeling concluded that the issue is sufficiently addressed. No product deficiency was identified.

Event description:
The account observed false elevated ldh results on 2 patients when processing on the architect c8000. On (B)(6) 2021, sid sys (B)(6) generated architect ldh of 502.69 u/l that repeated 213.52, 213.20 u/l. On (B)(6) 2021, sid (B)(6) generated architect ldh of 438.52 u/l that repeated 155.31, 156.47 u/l. The account uses a ldh reference range of 125 to 220 u/l. The account repeated the samples because the elevated ldh result did not coincide with the rest of the patient tests. No specific patient information was provided. No impact to patient management was reported.

Manufacturer narrative:
Patient identifier of multiple is sid sys (B)(6) and sid sys (B)(6). No specific patient information was provided. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.